Manufacturer narrative:
Service was not sent to the customer's location. Per the customer, the strips associated with the found loose pad have been discarded. The cause of the loose pads is unknown. The customer was able to run samples with no further issues. (B)(4).

Event description:
The customer reported finding a loose pad in the strip provider module (spm) on their ichem velocity. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.